Event description:
Pump alarm 20 was reported during pumping. There was no additional information provided regarding the impact on the customer¿s blood glucose level. Customer support assisted in loading a new cartridge correctly, and the customer successfully resumed insulin therapy.